Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 10:00:38, on (B)(6) 2023 at 23:02:01, on (B)(6) 2024 at 00:28:58, and on (B)(6) 2024 at 02:15:10 in which the motor start parameters were atypical. Of note, several motor starts occurred on the second attempt. Log file analysis also revealed a controller power up-event, with an associated motor start event, logged on 13/mar/2024 at 02:15:01, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 83% relative state of charge (rsoc). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, a safety alert word (saw) value was recorded on (B)(6), indicating an over current alert. During the attempted motor start event, log files recorded high power consumption, which required more current from the battery. The controller was without power for 11 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system: controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-dec-2020 / serial #: (B)(6), UDI #: (B)(4). D9: no.  H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 17-dec-2019. H5: no. H6: the codes present in section h6 correspond to components products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a controller double disconnect and subsequent ventricular assist device (vad) motor restart on the second attempt. The patient reported that he "felt his pump turned off after switching from wall power to batteries". Review of log file data revealed a motor start event with parameters outside of the typical range. Also, this vad is included in the subgroup 3 population for delay or failure to restart. The clinician is aware of the motor start history. The controller and vad remain in use. No further patient complications have been reported as a result of this event.